Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found insulation degradation at 4.5 cm and 40.5 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.